Manufacturer narrative:
Concomitant medical products: ddmb1d1, ICD, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead alert triggered due to a single drop in right atrial (ra) lead impedances. The impedances were noted to be back within the expected range, and the lead remains in use. No patient complications have been reported as a result of this event.